Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lvad experienced low flow/pump off alarms. The patient cannot be certain whether they have happened on batteries or only on his power module. It was also noted that the patient has their aortic valve over sewn. The data showed 4 pump stops while attached to the mobile power unit only. According to manufacturer technical services, this type of behavior has been linked to potential issues with the percutaneous lead. It was recommended that, in order to prevent further interruption in support, it may be beneficial to keep the vad connected to battery power until further investigation is completed. The patient was not symptomatic or experiencing any significant trauma or weight changes. The patient reported that when he was laying on his right side and turned over to his left side that the alarm occurred. The x rays were received and were unremarkable. On 12dec2019, tech services arrived on site for drive line repair. The vad coordinator (vc) cancelled drive line repair, repair not attempted. Per vc, the patient could not be "venous sheath". The vc may rescheduled drive line repair in 2-3 weeks. No further information provided.

Manufacturer narrative:
Section b1, h4: correction. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of low flow and pump off alarms. Based on previous complaint history, these findings appear consistent with a potential driveline issue. The submitted log file captured four transient pump stops and low speed advisory/hazard events on (B)(6) 2019. These events only occurred while the system controller was connected to an mpu. Low flow hazard events were also noted at times when a low speed hazard was active by design. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.